Event description:
Facility reported, the during treatment the arterial line of the device separated from the pump section, where the pump section meets the regular line. The ebl to pt was 100cc's. The dialysis machine used was a 2008ks. No ill effects reported to pt. The sample is not available for evaluation.